Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a radiofrequency generator rfg2 during an ablation procedure. The lumen was flushed prior to use. The IFU was followed. A guidewire was used for insertion of the catheter. It was reported that the "watts aren¿t coming down and a red disk stays on". It is unknown how the procedure was completed. No injury to patient was reported.

Manufacturer narrative:
Device evaluation summary: service and evaluation was performed on the returned generator. The mmc icon had a red circle with diagonal line through it. Replaced defective mmc card, missing power cord and velcro tie with new customer owned parts. Replaced missing cd. Battery checks good at 3.02v. Ferrite cable ties check ok. Device passed all the tests. If information is provided in the future, a supplemental report will be issued.